Manufacturer narrative:
During the index procedure ((B)(6) 2011), pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 5.0mm vessel diameter with mild vessel tortuousity. The arch iii lesion was eccentric and severely calcified. An 8mm angioguard rx was successfully deployed, the lesion was pre-dilated followed by deployment of an 8x30mm precise pro rx stent. The residual diameter stenosis was 20%. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. The patient was discharged the following day. Nih and rankin scores were both 0. The patient was an (B)(6) male with a significant medical history including 100% left internal carotid artery stenosis, chronic systolic heart failure, paroxysmal atrial fibulation, hyperlipidemia, abnormal stress test, coronary artery disease, myocardial infarction, coronary percutaneous revascularization x 2, tias, nephrolithiasis, prostate cancer status post radiation treatment and hypertension. CT exam 13 days post stent deployment showed a high grade right internal carotid artery occlusion status post stent placement on (B)(6) 2011. The exact location of the occlusion is unknown, if it occurred in the stent or somewhere else. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15364969 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include the patients significant medical history, procedural, pharmacological and lesion.

Event description:
The report is from the sapphire study. The patient was an (B)(6) white male with a report received from the sapphire study indicated that 12 days post-procedure, the patient had a non-q wave mi. The event was noted as unrelated to the cordis products. Thirteen days post-procedure, the patient had a sudden onset ischemic stroke with behavioral change, aphasia, dysarthria, and reflex change. The neurological deficits are noted as permanent. The event was noted as unrelated to the cordis products or index procedure. Per physician, the stroke was caused by the atrial fibrillation with rapid ventricular response that pt was diagnosed with at the admission in the hospital. In addition, multiple strokes occurred on the right hemisphere, likely due to thromboembolic phenomenon, 100% left internal carotid artery occlusion, high grade right internal carotid artery occlusion status post stent placement ((B)(6) 2011), acute myocardial infarction, acute on chronic systolic heart failure, paroxysmal atrial fibrillation, cad status post stenting x2 of an 80% proximal circumflex lesion on (B)(6) 2006, copd, sleep apnea (home oxygen and CPAP), history of tias, hypertension. No treatment was provided and "the chance of meaningful recovery seemed slim." The family decided to render the patient dnr/dni and pursue palliative care. The patient was semi-comatose and was transferred to hospice case where he died three days later. The actual cause of death is not currently known. The patient was asymptomatic at admission with baseline nih and rankin scores at 0, respectively. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 5.0mm vessel diameter with mild vessel tortuousity. The arch iii lesion was eccentric and severely calcified. An 8mm angioguard rx was successfully deployed, the lesion was pre-dilated followed by deployment of an 8x30mm precise pro rx stent.

Manufacturer narrative:
The residual diameter stenosis was 20%. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. The patient was discharged the following day. Nih and rankin scores were both 0. Concomitant medications (index): bivalirudin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.